Event description:
The device was used during a "vats". Reportedly, on the 6th and 7th firing, the staples would not form properly at the middle of the staple line. Used another device to finish the procedure. No pt injury was reported. U